Manufacturer narrative:
Retainer ring: clear p-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed self test and displacement test. Fill cannula was programed at 0.5u and recorded in pump's daily history. No pump error 4 or pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 4 and pump error 53 (line number=111 file number=540) alarms due to memory corruption which leads to suspecting hardware error as per software r&d pump analysis log. The following were noted during visual inspection: scratched case, cracked keypad overlay, and broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer was able to clear the alarm and rewind the insulin pump. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.